Event description:
Reported due to a large mediastinal hematoma, a blood transfusion and prolonged hospitalization. The physician was placing an unspecified stent in a highly calcified saphenous vein graft when a perforation occurred. Once the perforation occurred, the pt experienced a decrease in blood pressure an arrhythmias. The graftmaster stent graft was deployed without any issues and the pt's condition improved with the implantation. After deployment of the stent graft, a small leak was noted in the center of the stent. The cardiothoracic surgeon and the cardiologist agreed to allow the leak to seal on its own. While in the cath lab, the pt was administered one (1) unit of blood in order to support any blood loss from the leak. The pt was transferred to the cath lab holding area. While in the holding area, a computed tomography (CT) of the chest was performed and revealed a large left mediastinal hematoma (hemothorax) that contained 3 liters of fluid. Two (2) mediastinal chest tubes were placed in order to drain the fluid. The pt was admitted to the telemetry unit of the hosp. Two weeks later the pt was discharged to home. The pt's hospitalization was prolonged by 14 days. Although requested, no additional info was provided.